Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed " system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause of the error message was due to the brake gap being out-of-specification (too wide), which is likely attributed to the age of the device/normal wear and tear. The autopulse platform was manufactured in october 2010 and is over 12 years old, well past its expected serviceable life of 5 years. During visual inspection of the platform, a top piece of the belt clip retainer broke off. The observed physical damage was unrelated to the reported complaint, and it appeared to be the characteristics of user mishandling. The belt clip retainer was replaced to address the issue. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake gap was too wide. The brake gap was cleaned and adjusted to manufacturing specification to address the reported complaint. The device subsequently passed a 25-minute functional test with the large resuscitation testing fixture (lrtf), equivalent to a 250-pound patient, without faults or errors. Upon further evaluation, unrelated to the reported complaint, the autopulse platform displayed fault code 27 (encoder fault (> 3000 rpm)) error message on the first compression and the fault code 27 error found in the archive log back in march of 2023. The encoder was replaced to remedy the fault. Following service, another brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse platform with sn (B)(6).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(6)) displayed "system error, out of service, revert to manual CPR " message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and review of the archive data. The root cause of the error message was due to the brake gap being out-of-specification (too wide), which is likely attributed to the age of the device/normal wear and tear. The autopulse platform was manufactured in october 2007 and is over 16 years old, well past its expected serviceable life of 5 years. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake gap was too wide. The brake gap was cleaned and adjusted to manufacturing specification to address the reported complaint. Upon further evaluation, unrelated to the reported complaint, the autopulse platform displayed fault code 27 (encoder fault) error message within the first compression. The fault code 27 was also found in the archive log back in (B)(6) 2023. The encoder failure was likely related to the age of the device. The integrated encoder gearbox was replaced to remedy the fault. Subsequently, the device passed a 25-minute functional test with the large resuscitation testing fixture (lrtf), equivalent to a 250-pound patient, without faults or errors. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.